Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump is not keeping the pressure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was inspected for damages, none were present. The warranty seal is in tact. The sticker on the back of the unit indicates calibration isn't over due. The inflow and outflow roller wheels are dirty. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source, shaver, and a joint test fixture. Then the pump was allowed to run for several minutes and was able to maintain the correct operating pressure when set at a pressure of 50 mm hg with a large amount of outflow from the joint and tested at different flow rates. However with no joint outflow, overpressure occurred. The probable root causes could be the lower sensor and the roller wheels. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pump is not keeping the pressure.